Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4, h4: the device serial/lot number and date of manufacture are unknown at this time. UDI: (B)(4). D10, concomitant medical devices and therapy dates, base station device, october 10, 2023. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device and during the first case of the morning, it was found that all of the cuts were planned for a size 6 implant. It was reported that after the cuts, it was observed the knee to be tight in flexion so the surgeon planned to loosen up the femur by 2mm and downsize to a 5 by shifting anteriorly and posteriorly. For the final leg alignment, the screen showed 3 degrees valgus for the femur when they were planning for and expecting 0.5 degree varus. Three degrees valgus was not even close to what was being observed. The quadrant numbers on the graph were way off even though the knee was clinically balanced. It was reported that all the cuts were checked with the pointer and they measured zero. They don't believe there was any femur or tibia array movement. The surgeon chose to abort the robotic assisted procedure and complete the downsizing manually. It was reported that the device was being used with a robotic assisted base station device. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was evaluated and no defects or issues were observed with the system or software. The investigation could not confirm the described. The device log files were reviewed for this event and it was determined that the the pointer tool was not utilized to measure the resected surfaces, so an evaluation of over and under resected cuts could not be performed. Furthermore, the leg alignment graphs were not captured in the log files and cannot be evaluated. The probable cause of the "numbers on graph at the end of the case don't match up", are most likely due to the stresses applied to create the graphs not matching the native knee laxity, a combination of over and under resected cuts cannot be completely ruled out as the resections were not measured with the pointer tool and would have been a contributing factor, and sub optimal acquisition of landmarks. The reason for this cannot be determined and a probable cause cannot be established.